Event description:
It was reported that the titanium adapter disconnected from a non-baxter catheter which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury; however, the patient was given intraperitoneal prophylactic antibiotics and nystatin as a precautionary measure. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in december 2023, reported as "over the past week." D4: lot #: suspect lot 23d13h93. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.